Event description:
Per the clinic, the patient reported an extrusion of receiver / stimulator and infection at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient has not been reimplanted with a new device as of the date of this report.